Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level due to the malfunction. Multiple occurrences of the same malfunction occurred; however, the customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.